Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been experiencing random low voltage alarms. The site believed they identified the problem to be corrosion on battery contact plates. It appeared that the event log file captured some low power advisories, while on battery power.